Event description:
It was reported that during a heavily tortuous retrograde left posterior lateral procedure, while advancing the corsair microcatheter through a collateral epicardial artery, over a pilot 50 guide wire, the heart was beating forcefully causing the microcatheter to move back and forth in the vessel. The pilot 50 guide wire was removed for wire exchange. While the corsair was sitting in the vessel, a small perforation occurred. Bleeding was noted to be into the atrium, so the perforation was not treated. After wire exchange, the procedure was completed successfully. At the end of the procedure, the perforation was noted to be sealed. There was no clinically significant delay in procedure and there was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The corsair microcatheter was not returned for analysis. It should be noted that the corsair microcatheter instructions for use states: always advance the guide wire ahead of the microcatheter before attempting any manipulation of the microcatheter. A conclusive root cause could not be determined for the reported event; however, interaction with the guide wire may have contributed to the perforation. (B)(4).